Event description:
It has been reported to us that the tip of the aspiration catheter separated from the shaft and remains in the patient. The physician inserted the aspiration catheter into the patient. The physician successfully aspirated a thrombus clot from the patient's coronary artery. The physician then removed the aspiration catheter from the patient and noticed that the tip of the aspiration catheter, including the radiopaque marker band had separated from the shaft. The physician viewed the fluoroscope and noticed that the tip (marker band) was on the guide wire. The physician attempted to remove the tip (marker band) by removing the guide catheter and guide wire from the patient together however, the tip (marker band) was not removed and migrated into the patient's descending aorta. The physician visually observed the tip (marker band) for some time and noticed that it became localized in the aorta. The physician made the decision to leave the tip (marker band) in place. The patient is reported to be fine. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be performed.